Event description:
Information received by medtronic indicated that the customer received a hardware low-level failure (pump error 63). And the motor arm cannot communicate with the main arm.( pump error 4). Troubleshooting was performed and found that the customer was able to clear the alarm successfully, and the pump rewind was completed. No harm requiring medical intervention was reported.  Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected insulin flow blocked alarms noted during testing. Successfully utilized thump to download history/trace files. Verified the following alarms/alerts on event date: pump error 4 on 06/12/2023 11:27:07.000, pump error 63 on 06/12/2023 11:27:07.000 with variable 15, and 11 insulin flow block alarms starting on 06/06/2023 22:05:41.000. Pump error 63 variable 15 (filenumber = 2017 linenumber = 147) confirmed due to hardware error. Pump error 4 was a consequence of pump error 63. Verified the pump alarmed no delivery during basal/bolus/priming in pump downloaded history near event date 11 times. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 3 no delivery alarm during bolus: start date 06/06/2023 22:05:41.000 end date 06/07/2023 00:02:55.000 . 2 no delivery alarm during basal: start date 06/07/2023 03:59:35.000 end date 06/07/2023 04:09:00.000 . 2 no delivery alarm during bolus: start date 06/07/2023 22:28:13.000 end date 06/10/2023 13:53:27.000. 1 no delivery alarm during basal: start date 06/10/2023 14:03:00.000 . 1 no delivery alarm during bolus: start date 06/10/2023 14:55:57.000. 2 no delivery alarm during basal: start date 06/11/2023 06:58:29.000 end date 06/11/2023 07:08:29.000 . Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded serial number label. Pump error 63 variable 15 confirmed due to hardware error, isolated to electronic stack. Pump error 4 was a consequence of pump error 63. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.